Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation observed and tested the device at the flow rates of 40ml/hr and 125ml/hr and the error percentage rate results were +0.0575% and -2.3992% and both results were within the specification of +/-5% range, and all of the sensors were found to be within the specifications. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused rituximab during therapy in an outpatient patient infusion room. The rituximab was at room temperature at the time of infusion. There was always medication left in the bag and the nurse had to add more time to the infusion. The parameters for the infusion were: volume to be infused¿560ml, flow rate ¿100mg/hour increased by 100mg/hr every 30 minutes until max infusion rate of 400mg/hour, dose ¿600mg in 560 m as a primary infusion. It was noted that the tubing was extended with no dependent loops above the pump. No additional information is available.